Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 50% stenosed and moderately calcified de novo lesion in the mid left anterior descending artery. The 2.75x20mm trek rx balloon dilatation catheter was prepped per the instructions for use. The balloon ruptured during fist inflation between eight and ten atmospheres. The procedure was successfully completed with an unknown balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.